Event description:
This reporter went into the patient's room and changed the patient's lipids, and checked on the port-a cath, which at that time was clean/dry/intact. About 20 minutes later the clinical assistant went into the patient's room and noted that the patient's bed was soaked and that something came unhooked. I went into the room and noted that the port-a cath line had snapped right above the cap.